Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during PICC catheter placement for patient at hospital's main campus catheterization lab, a black foreign object was discovered on the catheter upon opening its sterile packaging. A replacement catheter was immediately inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign object in the tray is confirmed; however, the exact cause is unknown. One photograph of an groshong PICC in a kit tray was returned for evaluation. An initial visual observation of the photograph showed the catheter in a tray and a small, dark object was observed near the catheter shaft. No details of the object could be discerned in the photograph. Exactly when or where the object came into contact with the kit could not be determined. No obvious use residue was observed on the sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.